Event description:
The customer reported an oil mist haze issue. The customer reported that they had a cancelled cycle but the did not recall the error. The customer stated that there were no physical symptoms reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse performed an oil mist filter upgrade. He tested the unit and found it operating to specifications. This issue is being addressed with a customer letter, related to correction & removal.